Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately low. The pt claimed that on an unspecified date, they obtained a reading of "80 something" on the reported meter and then 30 minutes later, a result of "150" or "200 something" on a dr's meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient also claimed that on five days later, she woke up in the morning with symptoms of feeling "dizzy, disoriented, and sweaty." She checked her blood glucose at that point and got a result of "65 mg/dl." The pt administered self-care by eating candy and drinking orange juice which did not relieve her symptoms. Later that same day, the pt rechecked her blood glucose and got "70 something." The pt expected her blood glucose to have been higher since she had eaten food and drank juice. Two months earlier, she felt worse. The pt checked her blood glucose again and got a result of "80 mg/dl" in the morning. Again, the pt treated herself by eating food and drinking juice. Since her symptoms were not going away, the pt went to a hospital after leaving work that day. By the time the pt got to the hosp, she noticed that the left side of her body was paralyzed. The pt's blood work revealed that her blood glucose was "over 400 mg/dl" and that she had suffered a stroke. She was hospitalized for 3 days and treated for the stroke. She did not test her blood glucose with the reported meter while in the hosp. The pt concluded that most likely her blood glucose levels were actually higher when she had gotten the results of "65 mg/dl" and "80 something." Also, she felt as though by consuming the candy and juice, it make her blood glucose get higher which caused the stroke. The customer care advocate (cca) walked the pt through a control solution test that passed. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that the meter had been reading inaccurately low. She allegedly obtained meter results that she interpreted as being relatively low, had symptoms, and attempted to treat herself by eating food to raise her blood glucose, which did not alleviate the symptoms. The pt claims she sought medical attention and obtained a blood glucose result of over 400 mg/dl in a hosp. It is unclear if all her symptoms were attributed to the stroke or if some symptoms were felt related to hyperglycemia.